Event description:
An infusion pump with a failure code 810:04 which was discovered by a baxter field service technician. The facility rep stated that no pt incidents were reported since the last baxter service event and that no pt injury or medical intervention was involved with this pump. Info was requested by baxter regarding the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available.